Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was selected for an implant. All measurements of the landing zone at all views was 0° 12mm, 45° 13mm, 90° 17mm, 120° 19mm. During the procedure the device was successfully implanted in the optimal position. On (B)(6) 2023, during transesophageal echocardiogram (tee) control, device was not in an optimal position. Device was not in the right axis and shifted in position within the intended implant site. Device was out of the left atrial appendage (laa) on the circumflex artery side. It is unknown if an intervention was planned or performed. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device was sized through 3mensio and echo and that the close method was satisfied during the procedure. Field also indicated that device was successfully implanted in the optimal position during the procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.